Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their paradigm pump's piston was not moving. The customer¿s blood glucose level was unknown. Troubleshooting was not performed. The customer had attempted to change reservoir, but the piston was stuck and did not move. The product will be returned for analysis.

Manufacturer narrative:
Unit received with operating currents within specification. Unit passed selftest, unexpected restart error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty force sensor resistor. Unable to perform occlusion test, prime test, excessive no delivery test or displacement accuracy test due to prime anomaly. The motor was tested outside of device and passed. Unit was unable to download due to multiple displayable history crc check failed alarms in history screen. Displayable history crc check failed alarms are due to corrupted history file.